Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: linear? 3-4 upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: (B)(6). Brand name: linear? 3-4. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6). Brand name: linear? 3-4. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that two of the four implanted spinal cord stimulation (scs) leads displayed high impedances. The patient underwent a procedure where they found all leads were tangled together and therefore all four leads were removed and replaced. Post-operatively, the patient was doing well. The explanted devices will not be returned as they were retained and disposed by hospital.